Event description:
Customer reported a malfunction alarm with a displayed malfunction code. Blood glucose level was not adversely affected as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided information to reset the pump, assisted with the process, and the malfunction did not recur. Customer was advised to continue using the pump and to report any recurring issues.